Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while trying to insert the sensor, the sensor cannula broke. The customer stated that the cannula may have broken off in her skin and that she had pain and swelling. Customer stated that she had another sensor that was not communicating properly with the transmitter. The customer stated that when she removed the sensor, she noticed that the cannula was broken. Blood glucose level at the time of the incident was not provided. Most recent blood glucose level at the time of the call was 170 mg/dl.

Manufacturer narrative:
One expired sensor was not analysed. One opened and used sensor was inspected and the sensor cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to returning the sensor opened and used.